Manufacturer narrative:
The findings of foreign material exiting from the air/water nozzle was confirmed. Based on the results of the investigation, it is likely that the foreign material may have been removed unsuccessfully because the device was not reprocessed properly due to a leak from the scope connector. However, the type of the material or root cause cannot be identified and a definitive root cause cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reported event can be detected and prevented in accordance with the instructions for use (IFU) as follows: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the elite colonovideoscope exhibited foreign material protruding from the air/water nozzle. There were no reports of patient involvement.